Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report only. Without a lot number, a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Device not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2013 - the patient was diagnosed with stage 4 pelvic organ prolapse, vaginal vault eversion and bilateral hydronephrosis and underwent a robotic assisted laparoscopic sacrocolpopexy with implant of a bard/davol soft mesh, cystoscopy and perineorrhaphy. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent due to additional patient and medical information provided. With the current information, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Updated fields: weight, event, PMA/510k, if follow-up, what type.

Event description:
As originally reported in 08/2016: the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2013: the patient was diagnosed with stage 4 pelvic organ prolapse, vaginal vault eversion and bilateral hydronephrosis and underwent a robotic assisted laparoscopic sacrocolpopexy with implant of a bard/davol soft mesh, cystoscopy and perineorrphy. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum per medical records and the patient's legal fact sheet: on (B)(6) 2013: the patient underwent an extraperitoneal vaginal vault suspension, cystocele repair, cystourethroscopy and perineorraphy due to a diagnosis of recurrent stage 3 pelvic organ prolapse (post hysterectomy), apical and anterior. Operative dictation does not mention the previously placed bard/davol soft mesh as being visualized or present. As reported per operative dictation, there were no specimens sent to pathology at the close of this procedure.